Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that their handset did not work and half the time it would not let them deliver a bolus because the screen keeps 'de faulting.' The patient clarified that the ¿myptm¿ application screen will go to 90 percent and lag, then the screen will show 'myptm application was not responding, close app or wait.' They pressed 'wait,' but that message screen will come up about 6-7 times, so they keep pressing 'wait' every time it comes up and eventually, they will get to 'deliver bolus.' The patient stated that once they tap 'deliver bolus,' the 'myptm application was not responding' will come up again and they will have to tap 'wait' again in order to get the bolus. The patient stated that if they tap 'close' on that message, 'it won't deliver a bolus at all for 6 hours.' The patient stated that all together, it takes about 7-10 minutes to bolus and their doctor told them they may need a new device and to call into patient services to get one. When the agent inquired event date, patient stated that 'for about 7-8 months,' then 'shortly after implant,' stated 'a couple months after implant.' The agent assisted the patient in connecting to pump and there was a lag at 90 percent, and the patient saw 'myptm application not responding, close app or wait,' and the patient tapped wait. The patient eventually able to connect through but did not deliver a bolus. They manually close the application down and manually power off the handset after every use. If they do not power the handset off in between uses and keep handset on, by their 3rd and final bolus of the day, the handset will beat around 1-2 percent, and it will not be able to have enough charge to give them a bolus. The patient stated that both devices take charge well, but the communicator battery lasts 'way longer.' The agent reviewed application and handset battery considerations and warm transferred to hcit.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.